Event description:
It was reported that the customer was hospitalized for high blood glucose and diabetic ketoacidosis. Also, it was reported that the customer was on a boat and the insulin pump was exposed to water. The customer was not able to use the device and did not have a back up plan for several hours. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.